Event description:
This is in reference to a brand new bayer ascensia contour blood glucose meter. I beleive this meter model provides inconsistent readings, even though bayer says it is working properly. 1. When I discovered a problem, I called bayer. Bayer had me do a series of tests under its direction and it declared that the meter was working properly. 2. Later, two hours after breakfast, I used the meter to test my blood sugar. I actually took two readings one minute apart. The readings were done using two separate test strips and using blood from two separate punctures on the same finger. The first reading was 136 mg/dl. The second reading was 114 mg/dl. This is almost a 20% difference on the same meter. 3. I then telephoned bayer again. Bayer told me that my blood glucose could change that rapidly within one minute. I find this unbelievable. For comparison, morning, fasting readings taken with my old meter two to four weeks apart usually offer by only a few mg/dl. I test seldomly because my diabetes has been under control for years. I will be returning this meter to bayer on about oct 5.